Event description:
Caller reported a malfunction on the pump but no notable events occurred prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer received assistance from technical support to reset the pump, and the issue did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappears.